Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Limited patient demographics indicate the patient is a 61 year old male. No height, weight, bmi, or activity level were reported. No patient x-rays were provided. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. It should be noted, prior to the second right hip revision, the patient fell and injured the right hip and shoulder. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The plastic cup on top of hip was worn and he would need to do a revision on right leg to fix it, they did the right side. It was a simple operation replacing socket and ball

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Error: date of implantation: (B)(6) 2002 - date of revision unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.